Event description:
It was reported that the patient with a history of complex pelvic surgery. The patient had previously undergone promontofixation, which required removal of the hardware due to peritonitis. The patient underwent vaginal infravesical support surgery on (B)(6) 2018, with the insertion of a 4-arm transobturator sling (bard 486100 ¿ lot# hubq0983). The patient currently presents with a disabling, predominantly posterior prolapse. Clinical examination reveals exposure of the infravesical prosthesis, requiring its removal. The patient consent, the prosthesis was removed vaginally on (B)(6) 2025. Secondary management of urinary continence and prolapse would be considered at a later stage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient with a history of complex pelvic surgery. The patient had previously undergone promontofixation, which required removal of the hardware due to peritonitis. The patient underwent vaginal infravesical support surgery on (B)(6) 2018, with the insertion of a 4-arm transobturator sling (bard 486100 ¿ lot# hubq0983). The patient currently presents with a disabling, predominantly posterior prolapse. Clinical examination reveals exposure of the infravesical prosthesis, requiring its removal. The patient consent, the prosthesis was removed vaginally on (B)(6) 2025. Secondary management of urinary continence and prolapse would be considered at a later stage.

Manufacturer narrative:
The reported event could not be confirmed. Sample could not be evaluated, based on sample condition. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precautions: - based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. - accepted surgical practice and precautions must be followed for the management of infected or contaminated wounds. - postoperative bleeding may occur in some patients and must be controlled prior to patient release. - avaulta solo¿ synthetic support system implantation procedures require diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra, rectum, or any viscera during introducer passage. - the avaulta solo¿ synthetic support system is provided in a sterile blister tray within a sterile pouch. The sterile blister tray may be placed in the sterile field. - the introducers provided with the anterior and posterior synthetic support systems are provided in a sterile blister tray. Transfer the introducer to the sterile field using aseptic techniques. Do not place the tray in the sterile field. - check the integrity of the packaging before use. Do not use the mesh or introducers if the packaging is opened or damaged. - as for any implantable material, it is recommended to open the blister tray at the time of implantation. - the avaulta solo¿ synthetic support system is intended as a single-use device. Do not re-sterilize any portion of the avaulta solo¿ synthetic support system. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. - post-operatively the patient should be advised to refrain from heavy lifting, exercise (e.g. Cycling, jogging) and/or intercourse until the physician determines it is suitable for the patient to return to normal activities. Adverse reactions: complications associated with the proper implantation of the avaulta solo¿ synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: - postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. - urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. - perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. - irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. - extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. - inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. - urinary incontinence (stress and urge). 1928, 2475 = "l." Correction: d,h. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.